Event description:
This device case, reported by a non health care professional who contacted the co with a product complaint with further info provided by a diabetes specialist nurse, concerns a pt. The pt has been controlling diabetes with insulin for 12 years and prior to sept-2001 the pt had been using syringes. Prior to the adverse events experienced by the pt, the pt had been referred to the "dsn" as the pt had been experiencing erratic blood sugars. The pt was also taking enalapril for the treatment of high blood pressure and frusemide for the treatment of water retention. The pt began receiving 46 units in the morning and 26 units in the evening of 25% insulin lispro solution / 75% insulin lispro protamine suspension in sept-2001 via a pen injection device (humapen ergo - type unspecified). In dec-2001 the pt was hospitalized for 17 days with high blood sugars. The "nhcp" rptr states that the pt's blood glucose level was 79 (normal blood sugars 12-13). The diabetic specialist nurse reported the pt was diagnosed as having diabetic ketoacidosis. The pen the patient was using was not delivering 25% insulin lispro solution / 75% insulin lispro protamine suspension. The pen was taken by the hospital and the pt was given another humapen which has a clear cartridge. The reporter now states that the pt although fully recovered from high blood sugars has since dec-2001 experienced erratic blood sugars. The reporter states that the second humapen ergo - clear cartridge is now not delivering in the last fortnight. (Mar/apr-2o02). The pt does prime the pen and the pen is priming ok. 25% insulin lispro solution / 75% insulin lispro protamine suspension continues. At the time of reporting the event of high blood sugars has abated and the pt is fully recovered. The pt has not recovered from the event of erratic blood sugars. The "ddsn" stated the pt's diabetic ketoacidosis was as a result of receiving no insulin because of the faulty pen injection device. The humapen ergo - clear cartridge holder is due to be returned for further analysis. The complaint device being used at the time of the pt experiencing high blood sugars requiring hospitalization is unavailable for examination, the diabetes specialist nausea has no record of where the complaint device is. The diabetes specialist nurse considers the event of diabetic ketoacidosis to be related to the first pen injection device and not 25% insulin lispro solution / 75% insulin lispro protamine suspension. The diabetes specialist nurse does not consider the event of erratic blood sugar to be related to either the second pen injection device or 25% insulin lispro solution / 75% insulin lispro protamine suspension. Update apr-2002: contact details of hcp added to case. Case updated. Update apr-2002: further information received from diabetes specialist nurse (diabetes specialist nurse) on apr-2002. Diabetes specialist nurse does not have initial complaint pen (pen is therefore unavailable for examination). Causality assessment. Medical history. Diagnosis of diabetic ketoacidosis high blood sugars recoded as diabetic ketoacidosis.